Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the patient programmer (pp) wouldn't connect to the ins. The patient reported that he thought his battery was low, stated the pp came on but wouldn't connect/show therapy screen. It was unable to be confirmed if there was a low ins battery screen because the patient declined troubleshooting. The patient tried syncing without connecting the pp to the ins during the call and reported seeing poor communication. It was reviewed that this was not accurate troubleshooting. The patient also reported that he had been charging and the ins battery wasn't filling up to 100% and the therapy was off. The patient was able to turn therapy back on. The patient was currently charging 75-100%. No further complications were reported.